Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy procedure, while being applied anastomosis, the devices had difficulty in removing the stapler from cavity and induced tissue damage (mucosal tear) to the patient, wherein the 1st device (anvil assembly) was docked properly, fired properly, but when they went to tilt the anvil it did not tilt. Removing the device tore the mucosa and the surgeon had to reinforce with suture. In order to resolve the issue, the surgeon reinforced the anastomosis with suture. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection under the microscope noted nicks on the knife blade. Functional evaluation with a representative anvil showed no abnormalities despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy procedure, while being applied anastomosis, the devices had difficulty in removing the stapler from cavity and induced tissue damage (mucosal tear) to the patient, wherein the 1st device (anvil assembly) was docked properly, fired properly, but when they went to tilt the anvil it did not tilt. Removing the device tore the mucosa and the surgeon had to reinforce with suture. In order to resolve the issue, the surgeon reinforced the anastomosis with suture, and no leak was reported as confirmed with the surgeon. There was no patient injury.